Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Customer reloaded the cartridge or loaded a new cartridge to resolve the issue. The customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus via the pump to address bg.